Event description:
The customer reported that a device fell and the screen is damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a device fell and the screen is damaged. No pt harm was reported. The limited available info does not support that a device malfunction or mounting problem caused the monitor to fall. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.